Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Additional information was received indicating that four years later, another red alert was detected for high, out-of-range (oor) pacing lead impedance measurements greater than 2000 ohms. This has been an ongoing issue. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. No adverse patient effects have occurred as a result of this observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that the device had been explanted and replaced at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
The following clinic plans to monitor the impedance through latitude remote follow-up, and bring the patient in for an evaluation if any changes are observed. This event will be updated if any additional information becomes available.